Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the powerline central venous catheter. Post the procedure on (B)(6) 2025, the catheter was found to be fractured. It was further reported that when aspirating blood from the line, only air came out. Additionally, some small bubbles were observed in the line below the clamp. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 5fr powerline s/l catheter was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Upon removing the luer cap from the catheter luer, a complete circumferential break was noted on the luer cap. The top portion of the luer cap had jagged edges throughout the circumference of the cap. Functional testing were performed with and without attached luer cap to catheter and were patent to both infusion and aspiration. No leaks were noted. Therefore, the investigation is confirmed for the reported fracture and identified material separation. However, the investigation inconclusive for the reported suction and air in device issue as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the powerline central venous catheter. During the procedure the catheter was found to be fractured. There was no reported patient injury.